Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 275cc was ruptured intra-operatively on a female patient. There were no procedural delays reported or complications. The implants were replaced with gel mentor breast implants of unknown type. This medwatch is for the left breast implant.

Manufacturer narrative:
On 8/5/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/7/2020, it was reported to mentor that the date of problem observed was (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed for the finished device number 38413, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/29/2020, the following corrections were made per proper codification: the actual lot number of the affected devices was l38413, legal manufacturer and physical manufacturer is mentor medical system b.v.,the event occurred was post-operative, date of implant was (B)(6) 2004 and date of explant was (B)(6) 2020, reason for device explant and/or reoperation: rupture, h6 patient code 3191: medical device removal mentor medical systems b.v, located in leiden, the netherlands, is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Per 21 cfr 803.58 and "medical device reporting for manufacturers" (FDA guidance document issued on november 8, 2016), we are ¿[not] required to submit MDR reports for events occurring in other countries for a device that is manufactured in a foreign country and that is not cleared or approved for marketing in the us. However, if [mentor becomes] aware of information that reasonably suggests a device has malfunctioned and that a similar device that [is] marketed in the us would be likely to cause or contribute to a death or serious injury if the malfunction were to recur, then [mentor] should report the device malfunction that occurred outside the us." Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. Manufacturer site fax (B)(4) . Manufacturer site phone (B)(4). Manufacturer contact phone number (B)(4). Manufacturer¿s reference number: (B)(4).